Event description:
It was reported to philips that the detector was not responding to the joystick, and the system is not acquiring the full image. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.